Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined low blood glucose level of 45 mg/dl that resulted in fire rescue being contacted for assistance. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received and no further information was obtained.